Manufacturer narrative:
H6: investigation summary: bd received 5 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure modes with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to these defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced difficulty when trying to activate the safety feature. The following information was provided by the initial reporter. The customer stated: nurses report that when using this device: "the safety system can be activated only when the needle is completely out of the vein with a certain difficulty compared to the previous device of "nipro" safetouch closed product."

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced difficulty when trying to activate the safety feature. The following information was provided by the initial reporter. The customer stated: nurses report that when using this device: "the safety system can be activated only when the needle is completely out of the vein with a certain difficulty compared to the previous device of "nipro" safetouch closed product."

Manufacturer narrative:
The following fields have been updated with additional information. D.11. Device available for eval? Yes. D.11. Returned to manufacturer on: 05/05/2021. H.3. Device return to manufacturer: yes.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced difficulty when trying to activate the safety feature. The following information was provided by the initial reporter. The customer stated: nurses report that when using this device: "the safety system can be activated only when the needle is completely out of the vein with a certain difficulty compared to the previous device of "nipro" safetouch closed product."